Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This causes clips not to close shut.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but the failure analysis investigations have not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips were not closing shut and could not hold around the duct and artery. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with nothing out of the ordinary reported. The incident occurred while the surgeon attempted to clamp the duct and artery. The issue was related to unsuccessful clip application. The clip did not close completely around the artery and duct, and it was retrieved with a laparoscopic grasper. Teleflex ligation clips were used. The size of the clips was large. The artery and duct were not greater than 13mm for large clip instructions for use (IFU). The issue occurred at the first clip application. They used a backup clip applier. This was the second clip applier opened in this case as the first one was defective.